Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. The pacemaker was unable to be interrogated. The patient was pacemaker dependent and there were no patient consequences. No intervention was performed.